Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patients nurse described the area as a rash. There was no alleged device malfunction contributing to the irritation. Although the patient's nurse called into zoll to ask about treatment for the irritation, there is no indication of treatment of the irritation by a medical professional. Reporting out of the abundance of caution. The outcome of the irritation is unknown.